Event description:
The patient reported that they were having uncomfortable stimulation/over-stimulation. The patient reported that on (B)(6), they took the patient programmer off their back but stimulation kept vibrating. The stimulation did not shut off. Patient said that they could feel the stimulation shut off but then it turned back on and has been vibrating since (B)(6). Patient stated that when they lay down, it feels like they are "going right through the ceiling." The patient also described being "shaky" since (B)(6) because the stimulation was so strong. The implantable neurostimulator was sync with the patient programmer and it was confirmed that the stimulation was on. It was reported that the patient had the ability to change the stimulation. The patient was requested to try and increase or decrease the stimulation if medically appropriate and the patient did so. During the report, the patient used the patient programmer and stated that the setting was at '90' on p1. The stimulation was turned down to '70'. The patient was instructed to go to p2. The patient said p2 was at '670' and it was turned down to '500'. The patient checked if there were two programs. The patient programmer showed two programs. After the patient decrease the stimulation during the report, the patient said that the stimulation now feels better and not as shaky. Patient was reviewed how to turn stimulation off if needed in the future. No symptom was reported. The patient indication of use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.